Event description:
I got breast implants on (B)(6) 2009 at cosmetic surgery affiliate by dr (B)(6). I developed capsular contracture of the right implant and developed scar tissue at the bottom that kept from dropping to the level of the left implant. Dr (B)(6) performed a revision surgery on (B)(6) 2009 on the right breast to scrape out the scar tissue. I began having symptoms within the next year. I was told that I was a perfect candidate for breast implants and was not warned of the many symptoms that could occur, so up until 10 yrs after I did not realize that my health problems were caused by the implants. I haven't been able to work for the last 5 years due to all my health problems. I've been to numerous drs over the yrs trying to figure out the root cause and no one was ever able to help me. I saw a (B)(6) post about breast implant illness / silicone toxicity, so I asked my chiropractor if my implants could be contributing to all my problems and he was convinced that not only were they contributing to them, but that they were the cause of them and encouraged me to get them removed asap. Dr (B)(6) at (B)(6) performed my explant surgery on (B)(6) 2019, during which he discovered a puncture hole in the right implant and an extra-capsular rupture of the left implant with only 112 grams of silicone remaining in the capsule, out of the 371 grams that were originally in the implant. The cohesive gel turned to gooey liquid. I told him that I have felt like I am dying for the last 5 years and he said based on the appearance of the left implant, that it has been ruptured for at least that long. This surgery saved my life. These are the overwhelming symptoms that I've experienced. I feel like I am dying; I feel like I've been hit by a bus when I wake up every morning; extreme fatigue; cognitive dysfunction, brain fog, memory loss, difficulty concentrating, word retrieval; muscle and joint pain; muscle weakness; headaches, migraines, ocular migraines with visual disturbances; heart palpitations, arrhythmias, chest pain/ discomfort, shortness of breath, can't get a good deep breath in; burning pain in chest, armpit, upper back, neck, arms, hands, especially when extending arms away from body; numbness, tingling, stinging in upper and lower limbs, painful knots in legs, arms, back; sore / aching shoulders, hips, spine, hands and feet; swollen / tender lymph nodes in breast area, underarms, throat, neck; muscle spasms and twitches in face - around eyes and mouth, arms, shoulders, back, hips, legs, upper abdomen; abdominal pain; pain in achilles tendons and heals of feet. Chronic inflammation; extreme itching in tissues when exercising; itching in underarms; slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss; premature aging; weight problems, insomnia, periorbital edema, vertigo, ear ringing, clicking, pressure changes, nausea, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, anxiety depression, panic attacks, emotional instability, fibromyalgia, hormone imbalance, diminishing hormones, early menopause, slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes / irregularities in bowel movements - mucus (white, yellow and blood-tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, I've lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, hips. FDA safety report ID# (B)(4).